Event description:
Patient was having removal of hardware (4.0 cannulated synthes screw) from a previous left ankle medial malleolus fracture a few years ago. Attempts to remove the screws with screwdriver were unsuccessful due to the threads of the screw being stripped. The decision was made to use the synthes screw removal set. The hollow reamer was being used to overdrill the screws in order to remove them. While the hollow reamer was being used for the overdrilling, staff noted that a small piece of the hollow reamer tool had fallen off. It was immediately retrieved without incident. C-arm was being utilized throughout the procedure and no retained metal was visualized.